Event description:
It was reported that the vns patient presented at the neurologists office experiencing vomiting and an increase in seizure activity. The neurologist performed diagnostic tests on the vns device which revealed normal device function. As intervention for the seizures, the physician made a programming change and increased the output current and pulse width. The patient's caregivers reported that the seizure activity did not improve, and as instructed by the neurologist, the patient was taken to the ER to have IV medications administered to slow the seizure progression. Further follow up with the neurologist revealed that the patient was admitted to the hospital, however, the patient has been discharged since then, and had not contacted the neurologist since having been discharged. The physician noted that the vomiting was unlikely to be related to vns; however, he wanted to see the patient for follow up prior to making a definitive diagnosis. Initially, the increase in seizures the patient was experiencing was noted to be below the pre-vns baseline levels, however since the patient was hospitalized, it is unknown if the seizure frequency increased to a level above the pre-vns baseline. Good faith attempts to obtain additional information regarding the believed cause of the vomiting and increase in seizures from the neurologist have been made, but no response has been received to date.